Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for aa6228r06 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned to manufacturer.

Event description:
It was reported that a dilator became stuck inside the peel off catheter during placement. The dilator remained inside the abdomen, and got pushed inside the stomach when the tube was placed. A surgical procedure was required to remove the dilator piece. No further information has been received at this time.